Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unrelated reason. Upon review, intermittent crosstalk with pacing inhibition was observed. Programming changes were made. Continued intermittent capture was observed. The patient was stable throughout and will be monitored.

Manufacturer narrative:
Correction: describe event or problem was incorrect.

Event description:
It was reported that the patient presented to the hospital for an unrelated reason. Upon review, intermittent crosstalk with pacing inhibition was observed. Programming changes were made. Continued intermittent crosstalk with pacing inhibition was observed. The patient was stable throughout and will be monitored.